Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor break. The customer's blood glucose level was unknown at the time of the incident. The customer stated that a change sensor alert occurred when the enlite sensor was removed. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to low readings. A visual inspection found no broken or missing parts.